Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was experiencing a hypoglycemic episode. The reported blood glucose reading was 54 mg/dl. The customer had suspended the insulin pump and was treating the low blood glucose. The customer was not feeling well, so his spouse stated she was going to seek medical attention for the customer. Nothing further was reported.